Manufacturer narrative:
Add'l info will be provided once the investigation is completed.

Event description:
It was reported that while setting up for a case, the unit displayed an e-1 error message and would not turn back on. The unit was swapped out quickly and the case proceeded without any time being lost. It was further reported that there was no harm to the pt.